Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which the customer understood and acknowledged.